Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon reported to rep she gets a few good clips from device, and then scissoring occurs. Per rep, clips are also not staying on structure after placed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing fine at first, but then clips were coming out scissored. The scissored clips were falling off the target structure. The materials manager present for the case noted that the surgeon was not applying torque to the device and did not clip on any hard or metal objects during the procedure. It is unknown if a cholangiogram was performed in the case. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The device was disposed of after the procedure.